Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that femoral components are not fitting properly after use of the cut guide.

Manufacturer narrative:
Cmp-(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as the referenced sentinel event was determined to be not reportable. As there was no patient injury with this complaint, this event will be deemed not reportable.